Event description:
An internal fixator failed by bending to 30 degrees. This piece of hardware was installed to reconnect the radius in the pt's right arm after the surgeon shortened the bone as treatment for keinbock's disease. Since the hardware bent, the bone did not heal and repeat surgery was required. Pt is trying to determine the manufacturer of this implant and would like help